Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the field clinical specialist (fcs), that approximately 11 months, 3 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra resilia valve, the patient's mean gradient measured 19mmhg with a valve area of 0.32cm2. Due to increased gradients, the patient underwent a successful valve in valve (viv) procedure with a 23mm sapien 3 ultra resilia valve.